Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose motor support disk. The motor was tested outside the device and passed. Further testing could not be performed due to the motor errors alarms.

Event description:
The customer reported that the insulin pump has been dropped, and it has cracked on top of the case. The customer's blood glucose reading at time of call was 155 mg/dl. No further information was provided.